Event description:
It was reported that, "putting in a screw in the trident cup and the tip of the screwdriver twisted and deformed. It was unusable."

Manufacturer narrative:
Summary of evaluation: visual inspection indicated that the device was returned in used condition. The tip of the universal driver shaft is twisted and deformed. This event is related to similar events where the tip on the universal and straight driver shaft twists and/or fractures. Similar previous pers indicated that the tip of the driver deformed due to torsional overload. The driver ti wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. The root cause of this event is likely user related.